Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that whole drawer was not opening. The field service engineer found during inspection that six magnets had fallen out from the main drawer. The fse then replaced the missing magnets. The customer logged in and successfully recovered the drawer. The engineer then removed the back panel, cleaned debris from the back of the station, and checked the cables. No issues were found, and the system functioned as normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es whole drawer was not opening. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.